Event description:
The complainant reported that the patient implanted with an impella 5.5 had two episodes of ventricular fibrillation and was defibrillated. It was further reported that the patient had a gastrointestinal bleed and heparin was withheld. The patient survived.

Manufacturer narrative:
A4, ethnicity, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.